Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system experienced an issue where the patient information was incorrect. A technical support specialist (tss) explained that this behavior was related to the admission workflow. Room numbers are not managed by the enterprise server (es) system; instead, they are sent to pyxis directly from the hospital system. When a patient is moved before the admission or information technology (it) process is fully completed, the room information may temporarily appear incorrect in pyxis. Since the room data originates from an external system, no further action could be taken from the es side. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es server a patient location discrepancy was observed, with the patient incorrectly shown in a previous room (room 412) instead of the current room (2210). The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.